Manufacturer narrative:
The reported event of ipg turning off by itself was not confirmed. The returned ipg passed all functional testing (bench and autotest). No root cause was identified for the reported event.

Manufacturer narrative:
It was inadvertently reported "device evaluated by manufacturer- yes" in the initial report. The corrected information has been updated.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg was turning on and off on its own. The issue started around half year ago. As such, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg. Reportedly, the issue was resolved and stimulation was resumed post operatively.